Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 5 continued to fail, causing issues with log out. The customer reported removing back panel to check for obstructions behind drawer, observed bottom drawer latch not fully in place drawer remained locked but system registered it as open due to latch misalignment. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the drawer 5 was failed. A field service engineer found drawer 5 latch spring weak, stretched spring slightly and added washer to increase closing force, verified proper alignment and functionality. The system functioned as intended after the field service engineer repaired the device.